Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that at the end of a pars plana vitrectomy procedure with macula peeling, the fluidics module turned off, there was no infusion. The other functions were active. The procedure could be completed. There is no known patient impact.

Manufacturer narrative:
The system was examined. However, the company representative was unable to replicate any issue related to the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 6, 2009. Based on qa assessment, the product met specifications at the time of release. No problem was found with the system. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).